Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. The unit had a corroded battery tube and a cracked case at the display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the battery exploded in the battery compartment. The customer also reported that she was hospitalized on (B)(6) 2016 due to an infection. The customer's blood glucose level was 7.4 mmol/l. The customer's device was replaced and returned for analysis.